Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was low sample volume collected and gel fragments in the serum after centrifugation. There was a total of 33 devices affected although the number of affected devices per failure mode was not specified. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was low sample volume collected and gel fragments in the serum after centrifugation. There was a total of 33 devices affected although the number of affected devices per failure mode was not specified. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 20 retained samples underwent functional tests for low or no draw, with all tubes drawing within specification. Additionally, 100 retained samples were visually inspected, and no defects related to oil gel globules were found. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.